Event description:
A customer contacted baxter's technical service center reporting air in the line during troubleshooting a low drain volume on a home choice (hc). The hp stated the patient line was full of air bubbles. The tsr advised the hp to check the patient line before connecting. The tsr assisted with ending the therapy. The tsr advised the hp to start over with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding a low drain volume alarm and air in the line. The hp started over with new supplies and resumed therapy on the cycler. The hp did contact her peritoneal dialysis nurse (pdrn) about the alarm and the air in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with air in the patient line. The complaint is confirmed because care giver reported air in the patient line, which is a known cause of the low drain volume alarm. The source and cause of air in the line is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.